Event description:
Boston scientific received information that a lead safety switches have occurred, indicating that an out-of-range (oor) pacing impedance measurements have been detected on this right ventricular (rv) lead. On recent evaluation noise with oversensing was noted occasionally on stored events. However, no noise was able to be reproduced and no oor impedance measurements were obtained. Review of the daily measurements showed no clear variations in the impedances. All testing on the lead was within normal range, and no threshold changes were noted. The patient was not pacemaker dependent and ventricular pacing is 0%. No adverse patient effects were reported. The lead safety switch was reset and the system remains in service. The plan is to monitor and continue with device follow-up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.